Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application became unresponsive during a sensing test. It was noted that the screen froze and no buttons responded. Troubleshooting steps were taken to include closing and restarting the application and reinterrogating the implantable device. It was further noted that review of the surface electrocardiogram (ECG) during the occurrence of the freeze confirmed that pacing had continued at the programmed rate. No patient complications have been reported as a result of this event.